Event description:
It was reported that prior to starting a da vinci si surgical procedure, the robot would not advance the monopolar curved scissors instrument properly. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering did not confirm the alleged complaint. The instrument was checked for recognition and movement on an in-house system. Recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. The instrument's blades opened and closed with no problem and it passed the cut test. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited a deep scratch mark with light material removal and had a rough surface finish. Engineering concluded that the damage may be due to mishandling. Electrical continuity testing was performed on the instrument and passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.